Event description:
It was reported to boston scientific corporation, that a corflo cubby low profile gastrostomy device was placed during an enteral feeding device procedure in 2008. According to the complainant, the locking tab of the right angle feeding tube was broken approximately three weeks after placement. This device was replaced with another corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.